Event description:
The technician alleged that the brakes are not holding at the head end of the stretcher. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster and upgraded the brake system at the head end of the stretcher.